Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable because no biomet product was revised; therefore, the initial report should be voided.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by nicola piolanti, lorenzo andreani, paolo domenico parchi, enrico bonicoli, francesco niccolai, and michele lisanti. The scientific world journal, vol. 2014, article ID 148592, 7 pgs. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "clinical and radiological results over the medium term of isolated acetabular revision", which aimed to evaluate the clinical and radiological results over the medium term of isolated acetabular revisions surgery using a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head. The study was consisted of thirty-three (33) patients who received eighty-six (86) total hips between january 2009 and december 2012; with selection of patients that had isolated acetabular revisions. The journal article reports the following adverse events: two (2) patients experienced superficial wound infections. One (1) patient developed deep vein thrombosis. One (1) patient dislocated. Two (2) patients experienced thigh pain. Four (4) patients presented with mild groin pain. Three (3) patients developed osteolysis around the screws. Three (3) patients experienced heterotopic ossification. In conclusion, selective acetabular revision with a porous hemispheric revision shell matched with a cemented all-poly cup and large diameter femoral head is a reliable alternative with excellent clinical success over the medium term.